Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to sepsis and endocarditis. The patient was terminally ill with a very short life expectancy, thus, the physician decided not to implant a new system. There were no additional adverse effects reported. The product was explanted.